Event description:
It was reported that during an angioplasty procedure, the contrast was allegedly leaking out of the tip of the balloon furthest from the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. On the functional testing the returned balloon was inflated with in-house presto inflation device and the device was leaking from the distal tip of the balloon, further the balloon fibers were stripped and under microscopic observation a pinhole rupture was noted. No other functional testing performed. As the device leaks during the functional testing and pin-hole balloon rupture was noted under microscopic observation. Therefore, investigation was confirmed for the reported leaks and identified pin-hole balloon rupture. A definitive root cause for the reported leaks and identified pin-hole balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.